Event description:
Additional information received reported the cause of the lead fracture was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a shocking or jolting sensation. The shocking or jolting sensation had resolved after the patient was reprogrammed by their healthcare professional (hcp), but the shocking returned a day prior to this report. An exploratory surgery was scheduled for the day of this report. The lead and extension connection was to be removed so the lead could be tested. Impedances were tested at 3v and all monopolar pairs had high impedances greater than 4,000 ohms. Electrode pair 0-3 had an impedance of 4795 ohms and electrode pair 1-3 had an impedance of 4212 ohms. X-rays done prior to the revision showed the lead was intact, but there were "sharp corners" on the image. When the hcp was going to disconnect the lead and extension, the lead was found to be fractured and completely separated into two pieces just above the lead extension connection. The manufacturing representative believed the hcp pulled the extension from the incision and made the lead break into two. A small piece of the boot had fallen off. The extension was fully explanted and the lead was partially explanted. The patient had pain and they were only receiving stimulation with the right lead. The patient does a lot of manual labor and lifts things around their shoulder and neck every day, but they always made sure to use the opposite side of where the extension were located.

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that there was a low impedance reading that was out of range. The case impedance values were all said to be around 500 ohms, while the bipolar values were around 40-60 ohms. It was noted that the patient had been programmed with a bipolar configuration. The patient was reported as having a reoccurrence of symptoms on the right side of his body, indicating the left lead was at fault. It was stated that the patient was experiencing intermittent shocking on the side of his body contralateral to the side the lead was placed in. It was noted that the left side had short circuit impedance measurements. It was further noted that when attempting to increase the stimulation amplitude, an error message appeared that stated that one ¿cannot program those parameters.¿ also, it was said that no known trauma or falls had contributed to the issue. Additional information received reported that the patient had had tingling on his right side, which started about a week prior to this report. It was stated that impedances 1, 2, and 3 were low. After the doctor had ¿undone the battery and took out and wiped down the front port on the battery and then reconnected it,¿ contact pair 0, 1 was at 40 ohms and 2,3 was at 36 ohms. It was stated that the same battery was used and that this was only done for the patient¿s left side. The right side was said to have normal impedances. The impedances were all noted to have been taken at 3 volts. The other impedance pairs were found to be: c, 0 ¿ 582 ohms; c, 1 ¿ 577 ohms; c, 2 ¿ 572 ohms; c, 3 ¿ 572 ohms; 0, 2 ¿ 760 ohms; 0, 3 ¿ 760 ohms; 1, 2 ¿ 756 ohms; 1, 3 ¿ 756 ohms. Additional information received reported that the patient¿s extension was replaced during a revision, which caused the low impedances to be resolved. It was noted that the patient was doing well.

Manufacturer narrative:
Product ID 3389s-40, lot# va0ajew, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va09xk9, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had a zapping feeling on their right side in their hand and foot since the day prior to this report. The patient had not fallen. Between 10 am and noon the patient was zapped 36 times. The zapping feeling was not position dependent. The patient was programmed to monopolar, c+, 0- at 2.8v, pulse width of 60 and a rate of 125 hz on subthalamic nucleus one. On subthalamic nucleus two the patient was programmed to bipolar, 2+, 1- at 2.5v, a pulse width of 60, and a rate of 125 hz. Different programming options were tried and when the patient was changed to 0-, 1+ no zaps were felt and the patient's dysarthria did not change. Impedances were measured to be low. Impedance of electrode pair c-1 was measured to be 133 ohms and electrode pair 2-3 was 40 ohms. The impedance issue occurred about a year after implant. The manufacturing representative stated that electrode pair 2-3 was no intact and the patient was still feeling zapping on other pairs. Shocking was felt with electrode pair c0 and 2+, 1-, 0-. No shocking was felt with electrode pairs c, 1- and 2+, 1-. An x-ray had been scheduled. The cause of the event had not been determined. Reprogramming was done to give the patient therapeutic benefit and eliminate the shocking. After reprogramming the patient had a 50 percent or greater symptom reduction and they were receiving effective therapy without the shocking sensation.